Event description:
The initial attorney report alleged pain, not laying flat, explant and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 1996 - the pt underwent excision of umbilicus and repair of umbilical hernia with a gore - tex patch. On (B)(6) 2002 - the pt underwent repair of recurrent umbilical hernia with composix kugel hernia patch. On (B)(6) 2003 - the pt underwent excision of composix kugel hernia patch and recurrent hernia repair with a kugel patch.

Manufacturer narrative:
The device associated with this event was originally reported to davol as recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Currently, it is unk if the product may have caused or contributed to the alleged event. The pt reportedly experienced a recurrence which is listed as a possible adverse reaction in the product's instructions for use. The composix kugel was excised and "appeared to be somewhat distorted in shape and not lying flat against the musculature." No sample has been provided for eval. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Based on info provided, no conclusions can be drawn.